Event description:
The user facility reported the patient had an impella 5.5 device implanted as elective placement for mechanical circulatory support. However, five minutes following start up, the implanted impella pump experienced a spike in motor current and subsequently stopped functioning. Attempts to restart the pump were unsuccessful, and the decision was made to replace the pump and console for ongoing patient support. There was no report of patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation for the reported pump stop has been completed. Data logs confirm a pump stop alarm 13 which was unable to be restarted. No biomaterial was found on the returned pump and it ran correctly in the lab. No other pump abnormalities were found. The root cause of the pump stop issue was not determined since the pump stop was not reproduced in the lab.